Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record (sr) relevant to the reported complaint was found. Per the sr, company representative performed an on-site assessment and replicated the reported event. To resolve the issue, replaced the nonconforming display, then found the system to meet specifications . Based on the results of this investigation, the reported event was confirmed and replicated. The root cause of the reported event is attributed to the nonconforming display. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console freezes up and touch screen was not working. Procedure details and patient impact were not reported. Additional information has been requested and none received till date.

Manufacturer narrative:
The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The display was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The display was installed into a calibrated system and turned on. The sample was tested and there were no nonconformities observed. The sample successfully completed an over-night burn-in with no issues. The sample was found to be working as intended. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).